Manufacturer narrative:
The pod was received fully deployed with the needle retracted. The download data indicated the pod was deactivated after completing second priming sequence. The pod should have deployed any time during second prime. The original data showed multiple timeouts and a drive stall towards the end of the run. The rerun of the device presented no issues. No issues were observed within the device that would cause the high pulse widths or the drive stall. Since the device was received deployed, it could not be confirmed when the device deployed or if the high pulse widths and drive stall observed in the pod data contributed towards it. The exact cause of the high pulse width and drive stall could not be be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose above 10 mmol/l (180 mg/dl). It was also reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.